Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for low blood glucose values three different times. The first incident involved a low of 30 mg/dl. The customer was unresponsive when ems picked him up, and he was hospitalized for three days. He stated that his insulin pump could not be rewound or primed due to a damaged drive support cap; the drive support cap was flushed. Troubleshooting did not occur and no products were returned or replaced.